Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the image issue could not be determined. It is possible that the image failure was caused by failures of the image sensor unit, internal circuit board of the video connector, or of the video system center. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found the customer reported issue of no image was able to reproduced. During testing, the image did not displayed , image noise was observed. In addition, chipping was observed on the a-rubber (bending section) adhesive and noted a scratch. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer sent repair request reported with an issue of no image. The issue found during an unknown event. There was no patient harm, no user injury reported due to the event.